Manufacturer narrative:
The referenced ucr is planned to return to olympus medical systems corp.(omsc) for evaluation, however the ucr is not returned to omsc yet, therefore omsc cannot evaluate the ucr. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during the unspecified therapeutic procedure, the ucr could not insufflate. The facility changed the ucr to the other unspecified similar device and the procedure was completed. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2018-00421 to provide the device evaluation results. The referenced ucr was returned to olympus medical systems corp (omsc) for evaluation. Omsc evaluated the ucr and found that there was no abnormality and irregularity. Also, the gas source selection switch of the ucr was set to ¿pipeline¿ mode. There is the possibility of this phenomenon is attributed to the some trouble of the medical gas pipeline system of the facility, squeezed gas tube, or inappropriate connection of the tube. Olympus stated the appropriate handling of ucr and the counter measures against abnormalities in the instruction manual of ucr. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".